Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield r-wave oversensing on the atrial channel, resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield r-wave oversensing on the atrial channel, resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms were observed on the right atrial (ra) channel. Additionally, noise was noted when gaining up the electrogram (egm), however, the noise was not sensed by the device. A potential lead to device header connection issue was suspected. The physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.